Event description:
Subsequent to the previously filed report, additional information was received that the 27mm navitor vision valve was re-sheathed a total of 4 times to mitigate incomplete stent opening. The cause of the patient being unable to move their left arm is uncertain. A post-procedure computed tomography scan showed no finding. The implanting physician was aware of the instruction for use (IFU) recommendation to replace the 27mm navitor vision valve after two re-sheaths but chose to proceed regardless. The patient did not suffer a stroke and exhibited no clinical signs or symptoms during or after the event. The valve was believed to have expanded non-uniformly due to excessive calcium. The implanter checked for non-uniform expansion (nue) and followed mitigation steps. At 80% deployment, the implanter switched to the left anterior oblique (lao) view and confirmed acceptable implant depth with stent parallax removed. A pre-implant dilatation was performed using a non-abbott balloon, and no post-implant dilatation was required. No additional information was provided.

Manufacturer narrative:
An event of incomplete stent opening, post-procedural movement disorder, and subsequent hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incomplete stent opening appears to be related to patient condition (excessive calcification). The cause of the reported movement disorder could not be conclusively determined. The reported hospitalization was a result of case specific circumstances as the patient was hospitalized for monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU),"implantation precaution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Codes removed: health effect-clinical code: 1770 stroke/cva. Medical device problem code: 2993 adverse event without identified device or use problem. Codes added: h6 medical device problem code: 2017, 1254.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. It's noted that there were multiple re-sheaths of the valve to mitigate an unknown complication. There was no clinically significant delay in procedure reported. It was noted post-procedure that the patient was unable to move their left arm. It's believe to be a symptom of stroke, but stroke was not confirmed. The patient's stroke symptoms lasted hours. There was no intervention performed or planned, but the patient was hospitalized. The patient did not experience a permanent injury or disability. There is no allegation of malfunction against the abbott device or procedure. The patient was recovering at the time if report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.